Event description:
The customer reported that the vessel was sealed and cut, but when the device was opened, there was no seal.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.